Event description:
It was reported that the user experienced recurrent low blood glucose readings since receiving a replacement pump, with a documented value of 39 mg/dl, and expressed frequent pump alerts related to low glucose; the user believed prior pump targets had been higher and requested target changes before being transferred for additional training and assistance. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included urgent low glucose events and the need for additional training. Investigation included review of available reports and provision of user training support. Investigation of this case revealed an unclear cause of hypoglycemia, with no device malfunction confirmed and no component failure identified; user factors and settings were considered during training. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.